Event description:
It was reported that the right atrial (ra) lead dislodged post implant. The ra lead was explanted, and a new ra lead was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.